Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set for evaluation. A visual inspection was performed and no obvious defects were found. Flow test was performed on the set by connecting it to bags of water for testing to check flow. The set was set up as a main line and flow was normal and then set was set up as secondary line and flow was normal. There were no issues with the flow of solution through the line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary set would not flow when connected with a clearlink continu-flo set. This occurred during infusion. Both sets were primed with saline and dextrose. The primary bag was hung lower than the secondary bag with two hangers. When the primary set was changed the secondary set would flow. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.